Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient's condition was stable throughout the event. Further information was requested, but not yet available.